Manufacturer narrative:
The full lead was returned and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the lead exhibited a possible fracture. A remote alert had been triggered. It was noted that impedances during the revision procedure, when tested through the implantable cardioverter defibrillator (ICD) and the analyzer, were all within normal range the rv lead and competitor device were both explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance with variance during pocket manipulation. The lead remains in use, but a revision was scheduled. No patient complications have been reported as a result of this event.